Manufacturer narrative:
H4: the lot was manufactured between april 11-15, 2024. H11: the actual device was received for evaluation. Visual inspection was performed which showed the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality; no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line or stressmember. The reported condition was verified. The cause of the condition could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with fluorouracil (5-fu). There was no patient involvement. No additional information is available.